Manufacturer narrative:
Additional information was received regarding the event date updated and the initial reporter prefix in report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six months following the implant of this transcatheter bioprosthetic valve, the patient presented with chest pain. Coronary ischemia or takotsubo cardiomyopathy was suspected. Blood flow to the right coronary artery (rca) was shown on the aortogram. Percutaneous coronary intervention (pci) was attempted, and the commissure of the valve was located at the rca and access could not be obtained. Decreased left ventricle wall motion was observed and hypotension occurred. An intra-aortic balloon pump (iabp) was inserted and conservative treatment was taken. Later, the iabp was removed and circulatory failure deteriorated. The patient expired the following day. The physician reported that the frame or commissure of the valve possibly contributed to the disturbance of blood flow. The exact cause of coronary ischemia could not be identified. No autopsy was performed.